Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error, display was frozen and buttons were not responding. Customer's blood glucose level was 265 mg/dl. Customer was able to clear the power loss alarm. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test, displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Hardware low-level failures confirmed in insulin pump history with variable (0e) due to software anomaly. No frozen screen, post-reset alarm or history pointers failed during testing. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.